Event description:
It was reported that during a surgical procedure conducted at the user facility the piece of the tip of the universal joint screwdriver broke off. If the tip were to break off, it could cause an infection risk to the patient. The procedure was completed successfully without a delay, medical intervention, adverse consequences, or any known impact to the patient.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure conducted at the user facility the piece of the tip of the universal joint screwdriver broke off. If the tip were to break off, it could cause an infection risk to the patient. The procedure was completed successfully without a delay, medical intervention, adverse consequences, or any known impact to the patient.